Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a revision and had their battery replaced on (B)(6) 2014. The patient had their device revised because they were having difficulty in turning their stimulation up and down. They also wanted a system with adaptive stimulation and MRI capability. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) had been overdischarged since (B)(6) 2013 and his device was off and not working. The overdischarge had been confirmed by the patient's healthcare professional. The patient had not used their device for quite some time because their pain had resolved for a while. The patient had meant to keep the ins charged, but they had failed. Following the replacement, the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).